Manufacturer narrative:
The returned device was evaluated. The visual inspection revealed no external damage. The device was able to power on and obtain readings, however readings were not clear due to led segments on the digits not illuminating. The internal inspection revealed no loose cabling or circuit board damage. Further review found an open circuit across two nodes, preventing the display segments from illuminating. The led segment d2 on the instrument board failed, which resulted in the display segments being blank. A service history record reveals this product has been in the field for over (4) four months with no previous reported issues related to this reported event.

Event description:
The customer reported the middle led on numeric display is hard to read. No patient impact or consequences were reported.